Event description:
The micro reciprocating saw was returned for service. Upon evaluation at the manufacturer, it was found to run in safety mode when the cable was moved around. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within the motor and press plug.